Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose value was in the range of 400 mg/dl to 500 mg/dl. The customer¿s parents gave him shots to decrease blood glucose value. The customer¿s dad declined troubleshooting. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.